Event description:
See initial report.

Manufacturer narrative:
H.10: the defective encoder has been requested by livanova deutschland for a dedicated investigation. The error message could be reproduced. The shaft encoder was checked and a light diode was found to be damaged.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. He replaced the shaft angle encoder with a new one and the issue was solved. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an error message, related to the shaft angle encoder fault, was displayed on a s5 double head pump in-service. There was no report of patient injury.